Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs showed that the ilet was functioning as intended during the time leading up to the reported event. Alerts for high glucose and reminders to resume insulin were appropriately triggered and acknowledged. The device responded with insulin delivery requests in accordance with cgm input when conditions allowed. Based on the available data, no device malfunction or deficiency was identified. The root cause of the reported hyperglycemia and hospitalization could not be conclusively determined.

Event description:
On 03-jun-2025, the user reported a hospitalization on (B)(6) 2024 due to high blood glucose (bg) levels greater than 400 mg/dl. The user had changed their supplies, but experienced persistent symptoms associated with hyperglycemia. Emergency services was contacted, and the user was transported to the emergency room, where they received intravenous insulin and discharged the same day. The user has since resumed ilet use.